Event description:
A malfunction was reported on the pump by the caller, and there were no notable events prior to the malfunction. There was no adverse impact to the customer's blood glucose level. The customer reverted to manual injections for insulin therapy.